Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the ventricular threshold was impossible to perform. No stimulation even though the lead was well fixed. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.